Event description:
It was reported that pump displayed malfunction message and caller stated blood glucose was ¿high,¿ later noted as 22.8 mmol/l. Technical support guided caller through pump reset steps, after which malfunction did not recur. Multiple attempts were made to obtain how the blood glucose level was resolved, however no response was received.